Manufacturer narrative:
One used sample was returned for evaluation. There was no visible damage to the device. The thumb valve was received in the down position. The valve could manually be pulled up, however, when depressed and released, the thumb valve remained in the down position. The complaint was confirmed as reported. Root cause traced to manufacturing. All information reasonably known as of 13 nov 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for lot m19091t502 was reviewed and the product was produced according to product specifications. All information reasonably known as of 08 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the thumb valve was stuck down during suctioning. The healthcare professional stopped the suctioning once the stuck valve was noticed. The suction catheter was replaced with a new one and there was no injury to the patient.